Event description:
The following article was received: ong, s.h, et al. 'A ticking time bomb' a case report of very late stent thrombosis more than 2 years after fracture of a cypher stent'; clin res cardiol (2011), doi (B)(6) (B)(4). It was reported that the patient underwent elective percutaneous coronary intervention (pci) of a symptomatic subtotal stenosis of the left anterior descending artery (lad) and first diagonal (d1) bifurcation. A sideguard self-expanding nitinol sidebranch bare metal stent and a 3.5 mm by 33 mm cypher in the lad. The cypher was longer than initially planned because of inadvertent dissection after pre-dilatation. Moreover, a segment of myocardial bridging in the mid lad was noted and the distal cypher stent edge was within this bridge. There was also a moderate degree of angulations in the mid lad that was partially straightened after stenting. A routine angiogram was performed 6 months after the index procedure and there was no significant in-stent restenosis, but a small aneurysm formation in the mid segment of the lad artery stent. Careful retrospective analysis of the lad stent revealed a stent fracture in the mid segment. About two years later stent thrombosis with acute occlusion of the lad artery stent occurred. A complete stent fracture was now identified. Primary percutaneous coronary intervention was performed and a bare metal stent was implanted within the previous lad stent with re-establishment of normal coronary flow.

Manufacturer narrative:
The complaint received from the following article states that the cypher stent had fractured and the patient developed coronary aneurysm and thrombosis: ong, s.h, et al. 'A ticking time bomb' a case report of very late stent thrombosis more than 2 years after fracture of a cypher stent; clin res cardiol (2011), doi (B)(4). It was reported that the patient underwent elective percutaneous coronary intervention (pci) of a symptomatic subtotal stenosis of the left anterior descending artery (lad) and first diagonal bifurcation. A sideguard self-expanding nitinol sidebranch bare metal stent and a 3.5 mm by 33 mm cypher in the lad. The cypher was longer than initially planned because of inadvertent dissection after pre-dilatation. Moreover, a segment of myocardial bridging in the mid lad was noted and the distal cypher stent edge was within this bridge. There was also a moderate degree of angulations in the mid lad that was partially straightened after stenting. A routine angiogram was performed 6 months after the index procedure and there was no significant in-stent restenosis, but a small aneurysm formation in the mid segment of the lad artery stent. Careful retrospective analysis of the lad stent revealed a stent fracture in the mid segment. About two years later, stent thrombosis with acute occlusion of the lad artery stent occurred. A complete stent fracture was now identified. Primary percutaneous coronary intervention was performed and a bare metal stent was implanted within the previous lad stent with re-establishment of normal coronary flow. The stent remains implanted thus unavailable for analysis. There was no sterile lot number information thus no DHR could be performed. Stent fracture, thrombosis and coronary aneurysm are known potential adverse events associated with cypher stent implantation of the coronary arteries. In this case a longer stent was implanted to treat the target lesion as well as a procedural dissection in an area of myocardial bridging. Myocardial bridging occurs when the coronary artery is located underneath a section of the myocardial muscle fibers and during muscle contraction the artery becomes compressed and possibly occluded. Stent implantation in areas of myocardial bridging is not standard practice, because of the dynamic forces experienced by the artery structures within the muscle bridge. Stent fractures have been observed in vessel segments that undergo significant motion. Fracture of the stent, due to structural fatigue, may have lead to vessel intima damage leading to artery aneurysm and eventual thrombosis. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and re-establish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. (B)(4).